Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that injector luer lock n35j was difficult to engage and the needle was exposed. The following information was provided by the initial reporter: this is a report about the difficulty to engage the injector. When connecting n35j with a syringe to the spike set attaching to the saline bottle, the hcp felt something unusual; the hcp then pulled it away and discovered that the transparent component on the tip was locked with the needle exposed. No anticancer agent was used and saline was used.

Event description:
It was reported that injector luer lock n35j was difficult to engage and the needle was exposed. The following information was provided by the initial reporter: this is a report about the difficulty to engage the injector. When connecting n35j with a syringe to the spike set attaching to the saline bottle, the hcp felt something unusual; the hcp then pulled it away and discovered that the transparent component on the tip was locked with the needle exposed. No anticancer agent was used and saline was used.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2021-07-29. H6: investigation summary one injector was provided to our quality team for investigation. Upon visual inspection, the grips of the safety sleeve are damaged and moved from their proper position causing the needle to be exposed. A device history review was performed for reported lot 2006008, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. Testing results were reviewed for the reported lot and found all product met required specifications. If the grips of the safety sleeve become dislocated, the injector is activated causing needle exposure. Based on our investigation and evaluation of the product, it was determined this issue likely occurred as a result of improper activation/deactivation. Complaints received for this defect and device will continue to be monitored by our quality team for signs of emerging trends.